Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as their back is hurting and spasming, it hurts due to carrying the weight of the lv around. There was no alleged device malfunction contributing to the irritation. The patient spoke to their pcp and they said it was skeletal muscular pain, but their was no indication of medical intervention. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.